Manufacturer narrative:
H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticm5_12.6, -12.0/3.0/093 diopter, implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2023. The lens tore/broke during injection/delivery into the eye. There was patient contact(lens touched the eye). No patient injury. The lens was exchanged with a longer length lens on (B)(6) 2023. This resolved the problem.

Manufacturer narrative:
Corrected data: b5: the lens was implanted and removed intraoperatively. H1: should be corrected to malfunction. Claim# (B)(4).